Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using ruby coil lp, two lp system detachment handles (lp handles), a non-penumbra microcatheter, and a guidewire. It was reported the patient¿s anatomy was tortuous. During the procedure, the physician advanced a ruby coil lp into the target location and attempted to detach the ruby coil lp using the lp handle; however, the ruby coil lp did not detach. The physician attempted to manually detach the coil without success. Subsequently, while retracting the ruby coil lp, the ruby coil lp unintentionally detached within the microcatheter. Therefore, the physician used saline to push the ruby coil lp into the target location. Next, a second ruby coil lp was advanced to the target location and the physician attempted to detach the ruby coil lp with another handle; however, the ruby coil lp could not be detached. The physician attempted to manually detach the coil without success. While retracting the ruby coil lp, the ruby coil lp unintentionally detached within the microcatheter. The ruby coil lp was also implanted in the target location using saline injection. The procedure was completed using two additional ruby lp coils and another lp handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2023-00118.